Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the quantity did not change after issuing a medication. A technical support specialist left a message, informing that the issue of the item on 5/12 was skipped and the miscount took place then. It is believed that the item was taken and inadvertently skipped.

Event description:
It was reported that when using the bd pyxis¿ medbank tower quantity did not change after issuing a medication, causing a discrepancy. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.